Manufacturer narrative:
The reported event was duplicated. Through inspection, the service technician found the trigger to be broken at the screw boss and missing from the handpiece.

Event description:
It was reported by the user facility that the trigger of the system 6 sagittal saw was broken. The user facility was not able to provide any further information regarding the reported event.